Event description:
Customer reported an incident of hypoglycemia requiring professional medical treatment, hospitalization within 24 hours of having attempted, was unable to use her compact plus system due to error within specifications. Error messages are designed failsafes to disable the device from producing a result when certain operating conditions are not met. Customer was using expired strips, which is against manufacturer's labelling. A request was made for the return of the system and a replacement was sent.